Event description:
It was reported that during a transcatheter heart valve procedure involving the transcatheter aortic valve evfxplus-29, the valve was loaded into the delivery catheter system (dcs) and fluoroscopic inspection revealed an infold up to node 4. The valve was inserted into the patient and advanced over the arch; however, upon the deployment attempt, the valve did not fully "unfold". Upon noticing the unfolding issue, the valve was recaptured into the dcs and withdrawn from the patient. A new valve and dcs were subsequently used for implant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10. Section d references the main component of the system. Other medical products in use during the event include: product ID d-evolutfx-2329 (lot: 0012550516); product type: 0195-heart valves; explant date select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which confirmed that neither an infold in the valve frame nor under-expansion occurred during the deployment attempt.

Manufacturer narrative:
Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: d9 h2 h3 h6 product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was returned to the galway returned product analysis lab still loaded inside the delivery system. The valve was deployed and forwarded to the santa ana product analysis lab. The valve was received inside a heart valve return kit jar, submerged in clear 0.2% glutaraldehyde solution. The valve was discolored showing evidence of blood contact. The valve was in a crimped state with the inflow aspect showing a reniform appearance. Due to the dried state of the tissue, leaflets could not coapt. All leaflets were dry, stiff with minimal flexibility. Leaflets exhibited severe creases and frame imprints. All commissures were dry; appeared intact. The valve was submerged in a warm (approximately 37 celsius) saline bath. The frame expanded and the as-received inflow shape resolved; however, the valve appeared to retain a compressed state around the valve skirt. This condition may be associated with the valve being inside the capsule of the delivery system for an unknown duration of time. There was no evidence of bends or kinks on the frame. Due to the return condition of the valve, a deployment simulation could not be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: section b5 - second paragraph. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure involving the transcatheter aortic valve evfxplus-29, the valve was loaded into the delivery catheter system (dcs) and fluoroscopic inspection revealed an infold up to node 4. The valve was inserted into the patient and advanced over the arch; however, upon the deployment attempt, the valve did not fully "unfold". Upon noticing the unfolding issue, the valve was recaptured into the dcs and withdrawn from the patient. A new valve and dcs were subsequently used for implant. No patient complications have been reported as a result of this event. Additional information was received indicating that the valve "flap was not fully opened" during the deployment attempt.